Event description:
Patient reported rupture. The device remains implanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.

Event description:
Patient additionally reported, left side granuloma, nodule and silicone uptake on lymph nodes.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.